Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the pace/sense lead and the high voltage right ventricular (rv) lead exhibited small r waves. The high voltage rv lead was previously capped. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.